Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recuring incontinence, it was reported that the patient was unable to use the device due to the cuff was not working properly. The cuff was explanted and replaced with a smaller cuff. There is no additional information reported.